Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported customer received an unspecified reading on his adc blood glucose meter which was higher than a subsequent reading obtained at a laboratory. Caller further reported that on (B)(6), 2014 at 12:00 noon customer experienced "sweating", a seizure and subsequently a loss of consciousness. Customer's daughter treated customer with an unspecified "glucose tablet" and then he was taken to a local healthcare facility. At the hospital, a laboratory result of 47 mg/dl was received at 2:30 pm; customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. Customer was subsequently hospitalized. Multiple, unsuccessful, attempts have been made to obtain the actual adc reading the customer obtained at the time of the medical event. There was no report of death or permanent injury associated with this event.